Event description:
It was reported that a pt underwent an orthopedic procedure in 2009. Two weeks post-operatively, the pt "developed a reaction around the incision". Fluid was drained from the incision, and the pt was started on antibiotics. The orthopedist told the pt that it was a reaction to the topical tissue adhesive.

Manufacturer narrative:
Date sent to the FDA: 09/28/2009. Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.